Event description:
Bevel not sharp; doctor had to try 5 needles. Further conversation with the customer revealed that the physician was not able to obtain a core liver sample after three attempts. The patient did not require any additional medical intervention as a result of the incident.